Manufacturer narrative:
Unit received with partial display due to corroded electronic assemblies. Unable to verify stuck button alarm due to partial display. Unit received with cracked select button keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose value was unknown. Customer stated the pump has been bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.